Manufacturer narrative:
The reporter's product was requested for investigation.

Event description:
The initial reporter stated the screen of accu-chek inform ii meter serial number (B)(4) is cracked in the upper corner. Colored lines were also visible on the display and impeded the results field of the display. A mis-interpretation of results could be possible due to the issue.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has several black & colored lines and spots. Half of the display is not readable, a measurement cannot be carried out in this state. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The optical inspection of the display revealed that the glass is broken, a thin crack is visible. Black dots can be seen along the crack.the returned display assembly is found to be defective. No statement can be made about the cause of the damage. Medwatch fields d10 and h3 have been updated.